Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratches to the lcd lens. Review of the event history log (ehl) showed multiple downstream occlusion alarms. A functional test was performed and the reported issue was duplicated. The downstream sensor failed during testing. The reported issue was likely due to an inoperable dso sensor and as a result, the dso sensor was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a manufacturing DHR review was not performed. Service history review identified this device was related to the last service in 10-feb-2023 per ro #1256060 and the current complaint is related to previous service of the device.

Event description:
It was reported the device exhibits downstream occlusion. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event unknown investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.